Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. No button error alarm noted during our testing. Unable to verify for battery out of limit alarm due to no act button response. The insulin pump had minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keypad was unresponsive. The customer reported that they received a button error alarm and battery out limit alarm. The customer's blood glucose was 140 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.